Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said she is getting wet and wicks causing uti. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: the purewick flex female external catheter is designed for single use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. To avoid potential skin injury, never push or rub the product against the skin during placement or removal. Do not block airflow to the product (e.g., blocking the vent hole, bedpan, barrier creams). Do not insert the product into vagina, anus, or other body orifice. Stop use if an allergic reaction occurs. Recommendations: check position of the product after repositioning the user. Users may transition (e.g., bed to chair), but the product should be removed if they are up and walking. Reposition the product and check the user¿s skin at least every 2 hours. Placing the product snugly between the inner labia and buttocks holds it in place for most users. Breathable underwear may be useful for securing the product for some patients. Instructions for use: setup: if using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60 to 100 mmhg. Note: if hospital policy allows and if using a graduated canister, captured urine may be used for approximate urine output measurement. If using the purewick urine collection system, make sure all tubing connections are snug, and turn it on. Pressure adjustments are not necessary. Consult the purewick urine collection system instructions for use as needed. Note: ensure all connections are air-tight and check for possible cracks, leaks, kinks, or occlusions. Before placing the product, curve it to fit the user¿s anatomy. This helps the product stay in place. If using continuous wall suction, securely connect the product to the suction tubing. Note: keep track of how long the product has been in place by writing down the date and time it was placed. If using the purewick urine collection system, securely connect the purewick flex female external catheter to the collector tubing. Placement: have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. Spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). Note: make sure the urethra is at least one inch down from the top of the white wicking material. Make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. Note: for users with larger labia, less of the product will be visible. For users with smaller labia, more of the product will be visible. Removal open the legs and gently spread the labia. Gently pull the product away from the body. Keep suction on while removing the product. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. Maintenance: replace the product every 12 hours or if soiled with feces or blood. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: a. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said she is getting wet and wicks causing uti. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.